Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced a hypoglycemic event while using the ilet system, with blood glucose dropping to approximately 50 mg/dl during nighttime when readings had been trending high earlier; the customer was not active, synced the ilet with the app, discussed cgm target settings, and was advised that a clinical team would follow up. Symptoms included hypoglycemia. Outcomes included self-treatment with fast-acting carbohydrates without medical intervention, third-party assistance, emergency care, or hospitalization. Investigation included customer interview and device data review via app synchronization, as well as troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.